Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open colectomy, while transection of the bowel, the black firing knob fell off the stapler when the device was opened from its packaging. The knob was attached back on the handle, and it was fired across the bowel. At that point, the team got a new stapler for further transactions. There were no issues with the firing and deployment of the staple line. There was no patient injury.